Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with grade of 4. Imaging quality was poor. The first clip delivery system (cds 80929u189) was advanced to the mitral valve and grasping was difficult. The clip became caught on the chords and was freed with troubleshooting; however, a chordal rupture occurred. The clip was re-positioned and deployed to treat the chordal rupture. A second cds (80929u190) was advanced to the mitral valve and placed lateral to the first clip for stability. There was not enough valve area to implant an additional clip. Two clips implanted and the remained at 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. The reported difficulties appear to be related to case circumstances as it was reported that image quality was poor and grasping was difficult. The clip caught on the chords and was freed with troubleshooting; however, a chordal rupture occurred. The reported patient effects of mitral valve injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.